Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information from the customer's caretaker that the customer passed away at home on (B)(6) 2020 due to diabetic coma. The caller stated that there were no other illness that may have lead to the customer's death. The caller stated that the customer removed the insulin pump on (B)(6) 2020 and may have forgotten to hook it back up due to memory problems. The caller did not know the customer's blood glucose reading at the time of death. The caller also reported that the customer did not report any malfunction with the insulin pump and did not believe that the insulin pump malfunctioned. The insulin pump will not be returned as the caller stated that the insulin pump is misplaced, and no one remembers what happened to the devices.